Event description:
It was reported that after thirty-six (36) hours of a milrinoe infusion, the patient became symptomatic. Per reporter the bag was found to be full when checked by the patient. The pump log indicated the medication was delivered. Patient subsequently switched back to backup pump and a new bag. No further adverse effects were reported.